Manufacturer narrative:
(B)(4). On (B)(6) 2012, a credit note was issued for the batteries. However, no repair information was provided. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, new replacement batteries (lot 90009008, date code= 2010-12) were installed inside four(4) cardiohelp (serial numbers (B)(4), (B)(4), (B)(4),and (B)(4)) machines. After the batteries were replaced and the units were powered on, the units displayed a "battery defective" message. Additionally, the units would not accept a charge. Note: the original batteries in the units were from the same lot (lot 90009008, date code= 2010-12). This incident did not occur during use. This medwatch is being submitted for serial number (B)(4). MFR report# 8010762-2014-00518 will be used for serial number (B)(4). MFR report# 8010762-2014-00772 will be used for serial number (B)(4). MFR report# 8010762-2014-00773 will be used for serial number (B)(4). Reference: complaint (B)(4).